Manufacturer narrative:
Product analysis filter basket returned loaded into recovery catheter, note difficulty in spotting filter basket, however capture wire exit from port is visible appearance of biologics in recovery catheter filter basket after deployment from recovery catheter close up views of filter basket, deformation visible around ro horseshoe bent to capture wire prior to floppy tip extensive deformation of floppy tip with coil unravelling kinking and biologics throughout delivery catheter image analysis one still image was provided for evaluation. The image shows the device being held by the physician with the filter basket partially deployed from the recovery catheter. The coils on the distal floppy tip appear unraveled and frayed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a carotid artery procedure using the spider fx embolic protection device in the left common carotid artery with a proximal plaque lesion and 90% stenosis, the tip of the embolic protection device became frayed. The artery had moderate tortuosity and mild calcification.  Resistance was encountered during removal of the embolic protection device through the stent, and multiple unsuccessful attempts were made to retrieve it. An 8f guiding catheter was then advanced into the stent, after which the embolic protection device was successfully removed. No patient complications have been reported as a result of this event.